Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient¿s cgm displayed a glucose reading of 95 mg/dl. At that time, the patient appeared disoriented and weak, and the parent provided food from the pantry. A subsequent fingerstick blood glucose (fsbg) measurement read 400 mg/dl, at which point the parent stopped providing food after recognizing the discrepancy between readings. The patient then experienced headache, sweating, and vomiting. No medical care outside the home was sought. The parent, who is a nurse, administered 10 units of insulin via manual injection, stating that the patient was unable to self treat. The parent also reported that the insulin pump was not functioning properly due to inaccurate cgm readings. At the time of the follow up report, the parent confirmed that the patient was stable and doing well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No injury or medical intervention was reported.